Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered on fluoroscopy that the orientation of the of the ventricular leadless pacemaker (vlp) changed. It was noted that there was about 40 degrees of motion, and the chevron was rocking one quarter turn consistently. High capture thresholds were also observed. The physician decided to retrieve the vlp due to the high risk of dislodgement. The vlp was retrieved the patient was in stable condition.